Event description:
It was reported that implant movement/shift and device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was chosen. During the procedure, a 31mm closure device was initially attempted, but due to excessive distal volume the physician decided to size up to get a better fit. The 35mm closure device was then implanted and met position, anchor, size and seal (pass) criteria. The patient had a transthoracic echo prior to discharge and nothing of concern was noted. The patient was discharged. During the routine 45-day follow up computed tomography (CT), the closure device was noted to have shifted sideways in the appendage causing a leak of unknown size. The physician plan is to bring the patient in to discuss surgical removal vs. Oral anticoagulation (oac). At this time, the patient is having no issues due to closure device placement and is still currently on oac. There were no patient complications. It was further reported that the closure device is fractured and the physician plans to have the closure device surgically removed. During the implant procedure there was multiple recaptures.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: device code added.

Manufacturer narrative:
H6: correction - device code a0406 material deformation removed.

Event description:
It was reported that implant movement/shift and device leak occurred.a left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was chosen. During the procedure, a 31mm closure device was initially attempted, but due to excessive distal volume the physician decided to size up to get a better fit. The 35mm closure device was then implanted and met position, anchor, size and seal (pass) criteria. The patient had a transthoracic echo prior to discharge and nothing of concern was noted. The patient was discharged. During the routine 45-day follow up computed tomography (CT), the closure device was noted to have shifted sideways in the appendage causing a leak of unknown size. The physician plan is to bring the patient in to discuss surgical removal vs. Oral anticoagulation (oac). At this time, the patient is having no issues due to closure device placement and is still currently on oac. There were no patient complications.it was further reported that the closure device is fractured and the physician plans to have the closure device surgically removed. During the implant procedure there was multiple recaptures.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Media review: procedural media was provided to aid in the investigation and was reviewed by members of the bsc training team, medical safety, and clinical specialists. A device fracture was identified as a result of the media review. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60350, batch # 0036978789. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal and implant movement/shift (medication required). Risk review: a risk review was completed and confirmed that the events of implant did not seal, and implant movement/shift were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that implant movement/shift and device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was chosen. During the procedure, a 31mm closure device was initially attempted, but due to excessive distal volume the physician decided to size up to get a better fit. The 35mm closure device was then implanted and met position, anchor, size and seal (pass) criteria. The patient had a transthoracic echo prior to discharge and nothing of concern was noted. The patient was discharged. During the routine 45-day follow up computed tomography (CT), the closure device was noted to have shifted sideways in the appendage causing a leak of unknown size. The physician plan is to bring the patient in to discuss surgical removal vs. Oral anticoagulation (oac). At this time, the patient is having no issues due to closure device placement and is still currently on oac. There were no patient complications. It was further reported that the closure device is fractured and the physician plans to have the closure device surgically removed. During the implant procedure there was multiple recaptures.

Event description:
It was reported that implant movement/shift and device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was chosen. During the procedure, a 31mm closure device was initially attempted, but due to excessive distal volume the physician decided to size up to get a better fit. The 35mm closure device was then implanted and met position, anchor, size and seal (pass) criteria. The patient had a transthoracic echo prior to discharge and nothing of concern was noted. The patient was discharged. During the routine 45-day follow up computed tomography (CT), the closure device was noted to have shifted sideways in the appendage causing a leak of unknown size. The physician plan is to bring the patient in to discuss surgical removal vs. Oral anticoagulation (oac). At this time, the patient is having no issues due to closure device placement and is still currently on oac. There were no patient complications.